Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus and found the customer allegation was confirmed. Additional issues were found during the device evaluation: a-rubber (distal sheath) found with warn glue; hole in button; lg (light guide) tube had delamination; damaged production label; angulation was lower than standard and had play and was not holding; connector had damage; lg (light guide) lens had worn glue, had a crack, and had delamination. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an error code e204 on the theatre screen. The issue was found at maintenance. The device was returned and during the device evaluation the following reportable malfunction was found: foreign material was evident within the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.